Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the atrial lead triggered alerts for low unipolar impedance measurements. The lead was currently in the bipolar configuration and the impedance measurements were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.